Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). Please see the updates in the OEM performed a review of the device history record (DHR) and found no anomalies during the manufacturing of the subject device and lot number.

Manufacturer narrative:
The device was not returned to the service center for evaluation. Based on similar reports, the reported event can be attributed to saline entering into the electrode during use which resulted in an internal electrical short at the proximal end. The instruction manual warns users ¿introduce a new plasmakinetic supersect/loop device and the instrument cable into the sterile field. Insert the t-shaped connector on the instrument cable into the slot on the base of the white instrument mounting block. Ensure that the connector is fully seated within the block.¿

Event description:
The service center was informed that during an unspecified procedure, the user observed smoke and noted a burning smell from the electrode. The intended procedure was completed with a similar device.